Event description:
It was reported that the left monitor was not able to display a live fluoroscopic image. This rendered the system unusable due to the inability to view a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor is to be replaced.